Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via a decrease in the intrinsic amplitude. The sensing vector was in the primary setting at the time of the shock. Technical services reviewed the electrograms and discussed some things to check. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to p-wave oversensing via a decrease in the intrinsic amplitude. The smart pass feature had programmed itself off due to the low amplitudes. Technical services discussed some programming options. The clinic has now programmed the smart pass feature back on. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to p-wave oversensing via a decrease in the intrinsic amplitude. The smart pass feature had programmed itself off due to the low amplitudes. Technical services discussed some programming options. The clinic has now programmed the smart pass feature back on. There were no additional adverse patient effects. The system remains implanted.